Event description:
It is alleged that a pt developed lower gi bleeding in an area of the pt's rectum just above where the device was located during use. The affected area was allegedly cauterized in order to stop the bleeding. The product was reinserted upon cessation of the bleeding. It was reported that the pt was being anticoagulated during the event. No definitive information as to the exact cause of the bleeding was reported.